Event description:
The customer reported to baxter (B)(4) of a one-link needlefree IV connector in which there was an "occlusion." The process step in which the event occurred is unknown. Patient involvement, patient injury or medical intervention is unknown at this time. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Baxter received follow up information on (B)(6) 2012. The follow up stated that the team has no issues when they are setting up the lines and the lines are changed every ninety-six (96) hours per policy. The problems with the devices are noted when one of the (B)(6) patients is in crisis and is deteriorating. This is when the staff feels that the device is failing. When this occurs the staff will hook up a new inotrope and the reporter states that it is possible that it is not connected well, or perhaps cross-threaded and not flush (to ensure that the drug is getting to the patient). It was also reported that the pressures were high on the pump, they were alarming occlusion and the nurses felt that the drug was not getting to the patient. The nurses would then take off the one-link and it would appear that the problem was fixed, as the pressures would go down and the pump was no longer ringing occlusion. The customer reports that the users of the device are senior nurses. The sample is not available for evaluation; therefore, the condition cannot be confirmed nor duplicated, and the assignable root cause could not be determined. A batch review cannot be performed since there was no lot number provided. If additional information or samples become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). It is unknown if a sample is available for evaluation. If additional information or samples become available, a follow-up report will be submitted.